Event description:
During zoll technical svc department's preventative maintenance check, the device's main control panel intermittently would not function. There was no pt involvement in the reported failure.